Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call critical pump error alarm and blank display anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for critical pump error was performed. Customer advised they removed the battery, reinserted the battery and the device had a blank display. Customer advised the display screen showed the critical pump error message. Troubleshooting was unable to resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded.